Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. No resistance was felt during collagen deployment. The deployer stated that the sheath moved medially during deployment and they thought they had deployed the collagen and it slid medially. Hemostasis was not achieved so manual pressure was held for 7-8 minutes and hemostasis was achieved. Later that evening or early the next morning the patient lost blood flow to their leg and was taken to surgery. The surgeon's notes stated that thrombin material was removed from the superficial femoral artery. No further complications were reported.